Manufacturer narrative:
The investigation is underway.

Event description:
As reported by a field clinical specialist, during implant of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach no resistance was encountered inserting the delivery system and valve through the esheath. Upon exiting the esheath the valve was observed to have a bent strut. The physician attempted to withdraw the valve and delivery system back through the esheath, but encountered resistance. The valve then appeared to have the proximal end with struts flared out. It was then decided to deploy the valve in the common iliac. Upon deployment in the iliac a vascular dissection was observed. Surgical intervention was required to place a covered stent within the valve to correct the dissection. The patient required 3 units of rbc and remained hemodynamically stable. A second 26 mm sapien 3 ultra valve was prepped and successfully deployed in the annulus using a non-edwards sheath. The patient was doing well post procedure.

Manufacturer narrative:
H10: correction to h6 due to additional information received. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The 3mensio imagery report and images were provided by the site and revealed the following: fluoroscopy image of the valve revealed: one (1) outward bent strut (>90 degrees) on inflow side of the valve, two (2) outward bent struts (one bent >90 degrees and the other approximately 45 degrees) on outflow side of the valve, tortuosity is present in the patient's right access vessel, and the esheath distal end is damaged. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed from the provided imagery. A review of DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'no resistance was encountered inserting the delivery system and valve through the esheath. Upon exiting the esheath the valve was observed to have a bent strut. The physician attempted to withdraw the valve and delivery system back through the esheath but encountered resistance. The valve then appeared to have the proximal end with struts flared out.' Review of the 3mensio report revealed some level of tortuosity in the patient's right access vessel. Although it has been reported that no resistance was encountered during delivery system insertion through the sheath, procedural training manual states that 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.' Tortuosity can create challenging pathway and may require higher push force for delivery system advancement. In this case, it is possible that the device was inserted with a higher push force due to tortuosity, which resulted in frame damage to the inflow side of the valve. Frame damage on outflow side of the valve was also observed. As reported, resistance was encountered during withdrawal attempts. If the device was excessively manipulated to overcome the resistance, outflow struts can catch onto the sheath distal tip and result in damage to both valve and sheath as observed. The damages seen on the sheath distal end further support the suggested scenario. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A product risk assessment (pra) and a CAPA were previously initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath). For this case, imagery review revealed the presence of tortuosity in patient's access vessel, which can create a challenging pathway for device insertion leading to non-coaxial interaction between valve apices and sheath. This can potentially result in bent frame struts. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.